Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain. The patient reported that they were having uncomfortable stimulation. The patient reported that the therapy worked pretty well, but for the last couple of months it would just increase ¿like someone is rapid fire punching [them] in the lower back.¿ the patient reported that this would happen in any body postion. The patient reported that they were having pain agony and that they kept having to go to the ER for injections. The patient reported that they turned off the stimulation and it gave them relief. It was also reported that the patient had bariatric surgery and since then has lost over 125 lbs. No further complications are anticipated.